Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 2.5 pump inserted in the right femoral for unloading purposes. It was reported the physician observed hematuria three hours after the impella pump was turned on. Patient showed an increased in both ld and bilirubin levels and signs of renal failure. The patient was placed on continuous hemofiltration/hemodiafiltration which resolved the hemolysis. Plasma free hemoglobin (pfhg) levels were not provided. No further information was provided.